Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified the system could not do exposure due to low space. Review of system log file confirmed the malfunction with ippc. Upon troubleshooting, it was identified that the root cause of the issue was due to ippc memory was filling up quickly. The philips engineer replaced the ippc and installed new software. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system gave errors of "free disk space low", and exposure was not possible. There was no reported patient or user harm. Philips has started an investigation of this complaint.